Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator exhibited multiple non sustained right ventricular oversensing episodes. Myopotential oversensing was suspected. It was further noted that there was no lead malfunction. The device was reprogrammed on (B)(6) 2018 and the issue was resolved. There were no adverse consequences to the patient.